Event description:
It was reported that prior to a da vinci s surgical procedure, the system was not recognizing the endowrist prograsp forceps instrument and the planned surgical procedure was completed with another instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that recognition and engagement passed. The instrument moved intuitively with a full range of motion and in all directions. The grips opened and closed properly. Engineering also observed deep scratches on the main tube where material was removed. The damage is parallel to the main tube axis and extends approximately .5" from the interface with the proximal clevis. Based on the location and appearance, the damage was most likely cause by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.